Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Refer to manufacturer report #3004209178-2018-17631 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the caller stated they got an email from the managing doctor regarding an MRI for their patient. The caller stated the doctor reported the following impedances: c0 2592 c2 2734 02 4665 the caller was unsure if it was the left or the right side. The caller were also unsure of what voltages they were tested at. It was reviewed if the testing was done 3v with the 8840, and it was only confirmed that the testing was done on the 8840. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the impedances were not determined. The actions taken were to change the active contacts. The impedances had not been resolved. There were no further complications reported.